Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated that the pump failed to alarm. Mmd made multiple attempts to follow up with the initial reporter, but those attempts were not successful. The initial reporter stated that the complaint occurred during testing, but no additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.